Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Subsequently, the customer experienced an elevated blood glucose of 503 mg/dl which was addressed with a bolus via pump. A root cause could not be determined. A replacement sensor was sent to the customer.